Manufacturer narrative:
The cause for the discordant troponin ultra result is unknown. The customer suspects a problem with reagent (B)(4). The qc was run after the initial patient results for (B)(4) and the level one qc was out. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
(B)(6) advia centaur xp troponin ultra results were obtained for four patient samples. The patient samples were rerun on a different advia centaur xp with a different reagent pack from the same lot and the results were (B)(6). One patient had a coronary angiography done. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Event description:
(B)(6) advia centaur xp troponin ultra results were obtained for four patient samples. The patient samples were rerun on a different advia centaur xp with a different reagent pack from the same lot and the results were (B)(6). One patient had a coronary angiography done. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Event description:
(B)(6) advia centaur xp troponin ultra results were obtained for four patient samples. The patient samples were rerun on a different advia centaur xp with a different reagent pack from the same lot and the results were (B)(6). One patient had a coronary angiography done. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
The cause for the discordant troponin ultra result is unknown. The customer suspects a problem with reagent (B)(4). The qc was run after the initial patient results for (B)(4) and the level one qc was out. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant troponin ultra result is unknown. The customer suspects a problem with reagent (B)(4). The qc was run after the initial patient results for (B)(4) and the level one qc was out. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant troponin ultra result is unknown. The customer suspects a problem with reagent (B)(4). The qc was run after the initial patient results for (B)(4) and the level one qc was out. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
(B)(6) advia centaur xp troponin ultra results were obtained for four patient samples. The patient samples were rerun on a different advia centaur xp with a different reagent pack from the same lot and the results were (B)(6). One patient had a coronary angiography done. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.